Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and pacing capture threshold in the rv was elevated. There was rising impedance from approximately 500 ohms in (B)(4) 2013 up to over 1000 ohms by (B)(4) 2013.

Event description:
It was reported that there was a high/rising impedance and rising threshold on the right atrial (ra) and right ventricular (rv) leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076 implantable pacing lead implanted: 2002 (B)(6), (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6). (B)(4). The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.